Event description:
Situation: respiratory therapist (rt) called in evening by rn. Arrived and observed rn bagging patient directly to ett. Rt told by other rn that patient was desatting, rn going up on fio2 incrementally and suctioning, but still needed to increase fio2, when vent alarmed red alarm, rn took patient off vent and began bagging. When rt arrived, vent alarm log "vent unit restarted" alarm stamp on lpch73529. Rt pulled out vent and replaced with a new one, flagged for biomed background: red alarm "vent unit restarted", uncertain if this caused the desat or if patient was seizing (patient on eeg). Assessment: uncertain if vent alarm caused pat desat, but unfamiliar with this alarm, so to be on the safe side, switched to a new vent and flagged for biomed. This event had minimal temporary harm. Service ticket for device check has been placed with the vendor, draeger.